Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the hospital due to receiving tachy shock therapy and experiencing syncope. Upon interrogation of the device it was noted that there were 3-4 episodes of torsades and fine ventricular fibrillation (vf). Shock therapy was delivered but not successful in converting the patient¿s rhythm. The patient was brought in for a revision procedure. A subcutaneous array lead from another manufacturer was implanted. The first round of defibrillation threshold (dft) testing in reversed polarity was unsuccessful and external defibrillation was needed. Dft testing was attempted again, this time in initial polarity, and was successful at 31 joules. The physician decided to close the pocket and leave the system programmed initial polarity at max outputs with the intention to later program coil to coil to eliminate the can from the circuit. At this time, this device remains in service. No additional adverse patient effects were reported.